Manufacturer narrative:
The device was a varex imaging x-ray tube model g-292/b-130h. This x-ray tube was installed in an allengers angio tab 9030 remote controlled radio fluoro table. This x-ray system is not marketed in the USA. During an x-ray procedure oil leaked from the x-ray tube causing burns to the patient that required medical intervention. We have not received the tube back yet for evaluation. Initial evaluation indicates that this was user error. Pictures were sent of the x-ray tube which has a temperature indicator attached. The temperature indicator showed that the tube was operated well above its specified operating temperature. The maximum specified operating temperature is 78 degrees c. The temperature indicator showed that the tube was operated above 135 degrees c.

Event description:
The patient was undergoing intravenous pyelogram (ivp) fluoroscopic examination which is a non-nvasive medical test in which the contrast material is used to evaluate the functioning of the kidneys, ureters and urinary bladder. Oil leakage from the x-ray tube caused burns to the patient and required immediate treatment.